Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device passed displacement test and self test and no missing segments partial display noted. Unit had minor scratched lcd window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was performed. The device was returned for analysis.